Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood was present on the helix mechanism. Electrical testing to determine continuity of the conductor(s) passed and resistance measured within specification. Lead accessory/stylet test was completed and passed. Primary analysis finding: no anomalies found.

Event description:
It was reported, during an implant procedure, the stylet would not easily move through the lumen of the lead. Consequently, this device was removed and replaced uneventfully. No patient complications have been reported as a result of this event.